Event description:
Medtronic received information indicating that during the use of this minimax oxygenator the case began without issue, however the customer experienced oxygenation issues upon cooling the patient following cross-clamp. Initially the perfusion parameters were 1 l/minute gas flow (60% o2, 40% air) and the oxygen value decreased from 244.7mmhg down to 45.1mmhg, and there was no observable difference between the the blood color of the arterial and venous lines. The perfusion parameters were adjusted to 2.5 l/minute of gas flow (80% o2, 20% air), but there was still no increase in blood oxygenation values. The perfusion parameters were then adjusted to 4 l/minute (100% oxygen), but again with no increase in oxygenation. Subsequently, oxygen tank support was provided but it did not solve the issue. The patient was subjected to low oxygen levels for five minutes. During this time the surgeon closed the patient's heart, the patient was cooled to 28 degrees c, and the anesthesiologist started lung respiration. The device was changed out with another manufacture's device and the case was completed with no adverse patient effects.

Manufacturer narrative:
The device has been returned; analysis is in progress. A supplemental report will be submitted upon completion of analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection of the returned device did not show signs of physical damage or abnormalities. The minimax oxygenator is a single use device, therefore there are no performance specifications for a used device; nonetheless analysis compares the performance results of the test device to a historical average of other used devices returned for various reasons. Performance testing was performed and showed that the oxygen transfer was comparable to historical averages. The co2 transfer was slightly lower than historical average and blood side pressure drop was slightly higher than the historical average of other returned minimax oxygenators. The co2 gas transfer and blood side pressure drop results were slightly different than the historical average of other returned devices; however, the condition of the used device upon return will affect the performance of the device. At this time, although it is deemed that the oxygenator is not the root cause of the reported issue, the main cause could not be determined, but it could be due to a patient or clinical condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.